Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and nine months later, computed tomography revealed inferior vena cava filter was found at the superior l2 to mid l3. There was no evidence for tilt or migration unlikely. Also, a grade 3 perforation was noted, where the right ventral struts was found along serosal surface of duodenum, right lateral strut abutted the right renal vein and right posterior strut abutted periaortic/retroperitoneal lymph nodes. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter limb detachment, filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, d4 (expiry date 11/2008), g4, h4 (manufacturing date 11/2005), h6 (device code: 2907). H11: b3, h6 (results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly tilted, embedded in the ivc wall, migrated, perforated and detached. Approximately eleven years post filter deployment, evaluation of the filter demonstrated filter limbs perforating beyond the ivc wall. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged failures as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter malposition - filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment, the filter allegedly tilted, embedded in the ivc wall, migrated, perforated and detached. Approximately eleven years post filter deployment, evaluation of the filter demonstrated filter limbs perforating beyond the ivc wall. The status of the patient was not provided.

Event description:
It was reported sometime post vena cava filter deployment, the filter allegedly tilted, embedded in the ivc wall, migrated, perforated and detached. Approximately eleven years post filter deployment, evaluation of the filter demonstrated filter limbs perforating beyond the ivc wall. The status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: the hospitalized patient with intraparenchymal hemorrhage and pulmonary embolism was scheduled for placement of a vena cava filter. Ultrasound demonstrated the right common femoral vein to be widely patent. An inferior venacavogram demonstrated the inferior vena cava (ivc) to be normal in caliber and free of thrombus. The filter was then deployed in a normal fashion. The patient was discharged with no anticoagulation. Approximately two weeks post filter deployment, during a thrombectomy procedure it was identified that the iliac veins were partially thrombosed as was the ivc and the filter and successful declotting of the popliteal vein, superficial femoral vein, common femoral vein, iliac veins and ivc was performed. Approximately ten years nine months post filter deployment, a computed tomography scan demonstrated an ivc filter and the distal ivc appeared to be atrophic most likely related to prior occlusion. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilt, migration, detachment, and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.